Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No ramping numbers were noted on the display. The insulin pump was also received with a cracked battery tube thread, cracked belt clip slot, cracked case near the display window corners, minor scratches on the display window, and stained end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 175 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.